Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. Corrected data: d1, d4. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: attached are the implant and explant operative notes as well as the radiology report from the image where the device was noted to be discontinuous.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. Additional information was requested, and the following was obtained: on what date did the implant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? I don't know any of the answers and haven't been able to get any of the answers. The only thing I was able to get was that they believe dr. B implanted the device a few years ago (date unknown) and he is now retired.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024 . No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A linx was explanted for unknown reason. Implanted the device before/around 2020. No additional information was given to the rep.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the barium esophagram demonstrates a discontinuous linx device, located below the diaphragm." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4) date sent: 9/18/2025. Additional information received: it was reported by the MRI safety director that a patient with a linx device had an MRI on (B)(6) 2023 and the patient complained of pain during MRI. After the MRI the patient had an esophogram which showed that two of the beads have a larger gap between them and the circumference of the ring has increased with suspicions of device failure. The patients dr. Has extended the offer to the patient to remove the device and will return to ethicon if explanted account contact called and spoke with an erd nurse. He provided the linx product code and possible lot # of lxmc14 and lot 11446 or 11448. On their call the erd nurse read the recall letter from our database to the customer and it appears that the linx device he is referring to, is within the set of lot numbers associated. He also appears to be confirming the diagnosis with his statement below that this linx device apparently has a ¿larger gap.¿ customer stated they will provide the information to the patients implanting surgeon to see if there's any correlation between the esophogram results and a wire link separation. "Patient was hypertensive and taken to urgent care for observation and later released after getting back to baseline. The surgeon's office that the implemented the device was contacted immediately to coordinate urgent follow - up. The concerned was that the linx device had migrated when the patient was moved into the MRI machine. The patient was seen and expressed no new symptoms and that the pain was felt during the MRI was resolved. Out of precaution, an esophagram was still ordered to verify device placement. The esophagram was completed on (B) (6) 2023 and reveled a new gap between 2 components of the device, suspected of device failure" mw states" high blood pressure/hypertension. I¿m afraid I may only be of limited help. What I mentioned in the report was based off of the esophagram that this patient completed on (B)(6) 2023: ¿linx device appears unchanged in position from 2018, though there is a larger gap between 2 of the components and overall circumference appears increased.¿ from the report¿s impressions: ¿linx device is unchanged in position, but there now a larger gap between 2 of the metallic components and increased circumference of the ring, suspected device failure.¿ below are anonymized images from the patient¿s esophagram studies ¿ (B)(6) 2018 (2 top images) and (B)(6) 2023 (2 bottom images). The patient completed an MRI cervical spine study on (B)(6) 2023. It was performed on a siemens 1.5t machine. The patient expressed acute abdominal pain to the MRI technologist, was hypertensive after the MRI, and required temporary admission to a local urgent care for observation until symptoms resolved. Patient identification is available upon request if necessary. Regarding any questions about current functionality of the device or patient condition/symptoms, please contact (B)(6) surgical specialists at (B)(6). Dr. Is the provider that cares for the patient. I¿ve spoken with pat from this office on several occasions. She is aware of the concern and happy to forward any questions to dr. Photo analysis: the barium esophagram demonstrates a discontinuous linx device, located below the diaphragm. Was this a 1.5 t device? Yes, it was. It was confirmed with the patient¿s blue implant card that she brought to her MRI appointment. What part of the body was being imaged? It was an MRI cervical spine what was the field strength of the MRI? 1.5 tesla (siemens aera fit 1.5t) ai received from analysis: both 11446 and 11448 tcfs were reviewed, and only the lot 11448 belongs to a finished device. Please remove the lot 11446 I¿m reaching out to inquire about the status of this product complaint. The patient referenced in the previous emails has reached out to me complaining of increased reflux symptoms and a new 1cm hiatal hernia. She informed me that dr. Team is recommending a nissen fundoplication and removal of the broken linx reflux device. The patient¿s symptoms now also include voice hoarseness due to increased acid reflux that has significant impact on her occupational duties as a telephone representative for her company.